Manufacturer narrative:
Based on the information received after the initial report submission, it was clarified that the tips of the forceps were bent. The event code ¿bent insert/grasping arm¿ is not considered a reportable malfunction, as it is unlikely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 3003398873-2024-00035. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the tip of the forceps was bent.

Event description:
A customer reported that during a vitrectomy with membrane removal surgery a forceps was failed to open it because it came out defective. The surgery was completed on the same day with the help of the backup instrument. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).